Event description:
On (B)(6) 2022 I visited my psychiatrist for tms treatment with a neurostar medical device. I was to undergo a mapping and first treatment session at this time. I experienced a significant amount of pain with the use of this device. During bursts I found myself wincing and nearly in tears. When asked questions by the staff during a burst, I was rendered incapable of response until the tapping and excruciating pain abated. Modifications were made to the settings which significantly lowered the pain and I was able to complete the treatment. However, the extreme fatigue and pain felt after treatment was debilitating. I took 600mg of ibuprofen in hopes it would curtail the agony, however, it did little to ameliorate the pain. Through the tears, anxiety, inability to focus, brain fog, lethargy, and severe pain, I relented to cease my workday activities in an attempt to get some sleep in hopes it would help. Unfortunately, sleep did not come due to the crippling anxiety and overwhelming pain and I maintained as best as I could returning to my regular work activities. I slept poorly that night and my symptoms persisted through the following day (saturday, (B)(6) 2022) to such a degree that I was mostly incapacitated but thankfully unburdened of work activities. Symptoms persisted into the following day as well (sunday, (B)(6) 2022) though were finally improving. Unfortunately, I still remain afflicted with severe pain in the left side of my head which fluctuates in severity. I have several comorbidities for which I made my practitioner aware prior to his suggestion of this therapy. Those that may affect this course of therapy include: long-covid which caused highly elevated inflammation and headaches for which I was prescribed and taking nortriptyline as well as gabapentin, rheumatoid arthritis, and asthma for which I routinely use a steroid inhaler and occasional systemic steroids. Upon informing my practitioner of the extreme pain I endured and inquiries as to whether what I experienced was normal in the course of treatment. I was met with the company-sponsored boilerplate language and no other information to assist in mitigating the symptoms or even feigning interest in providing relief. In fact, my practitioner recommended referral to a hospital health organization rather than navigating toward resolution. As my provider cannot offer additional assistance for the pain, I continue to experience and makes no reference to others who have also had similar experiences. I must conclude I am in the minority and/or what I experienced was due to some oversight or error on their part with regards to the protocol employed for treatment. In either event, due diligence requires reporting so that others (however small the minority) will not have to suffer the same experience. FDA safety report ID # (B)(4).